Manufacturer narrative:
Supplemental report.

Event description:
The manufacturers field service engineer confirmed the no dc power condition. The manufacturers field service engineer evaluated the device and replaced the backup battery to address the reported problem. The device passed all manufacturer required testing.

Event description:
The international customer reported the ventilator battery failed. The customer reported the battery power was low and would not charge. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Loss of power during normal ventilation mode may be detrimental if in use on a patient. The manufacturers service engineer confirmed the reported problem. The customer has not approved the battery replacement.